Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. The device was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm multiple times after changing the entire set. Blood glucose level at the time of the incident was 120 mg/dl. The customer also stated that the device had damage around the battery compartment. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer was able to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has bee provided with this report.

Event description:
It was reported via phone call that the customer's weight was (B)(6)lbs.